Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber as part of the rt319 bi-level/CPAP circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt319 bi-level/CPAP circuit was found leaking water during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section b4: date of this report field updated. Section g4: PMA/510(k) number. The rt319 bi-level/CPAP circuit is not sold in the united states of america (USA) but instead a similar product under the 510(k) number k983112 is sold. Method: the subject mr290v vented autofeed humidification chamber as part of the rt319 bi-level/CPAP circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, and evaluated. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: the customer reported that the mr290v vented autofeed humidification chamber as part of the rt319 bi-level/CPAP circuit had a water leakage. Visual inspection of the returned humidification chamber observed a crack along the base, confirming the reported issue. Chemical analysis of the subject humidification chamber fracture surface indicated clear signs of brittle failure. Further analysis of the fracture surface was indicative of the humidification chamber being subjected to stress load or low energy impact. Conclusion: our investigation was unable to conclusively determine the root cause of the reported issue. It is most likely that the reported issue may have been caused by an external force that was applied to the humidification chamber. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The user instructions for the rt319 bi-level/CPAP circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt319 bi-level/CPAP circuit was found leaking water during patient use. There were no reported patient consequences.